Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had a broken cable. There was no report of patient harm.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.